Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead impedance had increased from 600 ohms to over 1300 ohms from one follow up appointment to the next. The thresholds were also increased and the sensing had decreased. Boston scientific technical services (ts) was consulted and suggested possible calcification on the lead tip to be the reason, more so than any insulation breach, as a breach would lower impedance, not increase it. For now, the patient will continue to be monitored as the ra lead is not used very much. To date, no adverse patient effects have been reported.